Event description:
MFR's rep reported at pump replacement surgery the new pump was filled with drug, and a priming bolus was programmed to deliver 0.199ml from the reservoir into the inner pump tubing. The programmed volume should have been 0.3ml per MFR's recommendation at pump replacement/revision surgery. The programmed priming bolus volume didn't adequately prime the new pump tubing with drug. Therefore, at the programmed rate the pt would receive sterile water for approx 11 hours, resulting in underdose, and possible symptom return. The new pump was filled with baclofen 1000mcg/ml at 214mcg/day. 0.214ml/day. Supplemental oral baclofen was provided to the pt as needed. Final pt outcome, and possible response to underdose were not reported. Additional info has been requested from the hcp and a follow up report will be sent if additional info becomes available.